Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device appeared to be bloody. No anomalies were noted to the device. During functional test in house presto inflation device was used to inflate the device and noted that water existing from the balloon. Then balloon fibers were stripped out, microscopic evaluation was performed and a pinhole rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture, as pinhole balloon rupture was noted during the microscopic evaluation. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through femoral in the avf, the pta balloon allegedly ruptured at 19 atm in stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 06/2023.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 19 atm in stent. There was no reported patient injury.